Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient also developed cough. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information patient alleged foam in his mouth as well as in his throat every morning. He can feel and taste the foam all morning and it leaves him coughing all day and he coughs up foam particles. Particles in tubing/chamber, particles in airway related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the third attempt to have the device and components returned for evaluation, the customer said he already received the replacement long ago and hung up the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.